Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt's device was registering high impedance on a system, and normal mode, diagnostic test. All attempts for further information regarding the high impedance have been unsuccessful to date. X-rays have apparently been taken and are stated to have been sent to the manufacturer for review, but they have not yet been received.